Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the stimulation was not working and the device needed reprogramming. It was later reported that the top two electrodes of the lead had high impedances and were not usable. She was unable to be reprogrammed to suit her needs. She will be going to a surgeon to schedule a lead revision. That date has not yet been set.